Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, reservoir tube lip, and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She stated that the weather was very hot, and she saw that the display window was cloudy. She put the insulin pump in a plastic bag and went into the ocean without the insulin pump. The customer's blood glucose was 178 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.